Event description:
It was reported that during a liver resection procedure on the second firing with a white cartridge, the device was placed on the portal vein. The device was closed and when they tried to fire the device the battery was died. The reverse button was pushed and the reverse button did not work. They tried the manual over ride and they could not get it to crank. They cut and sutured around the area and the device was cut off the vein. It took an additional forty minutes to cut the device off the protal vein. A competitor's device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Portal vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Echelon straight/flex: during which stroke did the event occur? Flex. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes the scrub tech at the back table was trying to open the device. The rep talked the scrub tech through on how to crank the manual override.